Event description:
It was reported that during an unknown procedure, when the device was used to fire on the cystic duct, jamming occurred from the second firing and the clip would not feed into the jaw. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Malformed clip the analysis results found that one el5ml device was received with a malformed clip jammed in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the remaining clips were fed within manufacturing our specifications and then, it locked out as intended but the orange indicator was visible at 12th firing sequence thus, it over traveled. The indicator failure is not related with the event reported. No jamming issues were noted during evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.